Manufacturer narrative:
The reported observation of ¿ipg lost communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the surgical procedure at the time of implant.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became inoperable during a surgery. A company representative confirmed the issue using the clinician programmer (cp). The representative attempted multiple times to connect to the ipg, but to no avail. The rep did place the device into surgery mode prior to the use of monopolar electrocautery. In turn, the physician explanted and replaced the patient's scs ipg. The issue has since resolved.